Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a time date issue and that the patient had a blood glucose (bg) of 340 mg/dl, with dizziness, headache, nausea and vomiting, and large ketones. Patient received no unusual treatment. During troubleshooting, customer support found that the time was wrong in the pump, but that the pump maintained the correct time and date when the battery was removed for less than 24 hours. The patient discontinued pump therapy, and the pump was replaced per health care provider insistence. Cs found the time /date issue and bg excursion due to user error. This complaint is being reported as the patient experienced hyperglycemia related to user error in setting the pump time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as patient erred in setting the pump time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect found. Unable to duplicate the complaint. Returned battery cap/returned cartridge cap used to complete testing.the black box shows a manual time change on (B)(6) 2015 from 12:39 to 12:39. No alarm occurred during the investigation; the pump passed a time test. The pump is able to maintain time/date settings with 0 sec accuracy. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.